Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was the patient closed the mobile app. The reported event of an unknown sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.